Event description:
A customer contacted beckman coulter inc. (Bec) reporting that 10ml diluent leaked from their coulter lh 500 hematology analyzer and onto the counter while running samples. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and goggles. No injury or exposure was reported. No patient results were affected and no erroneous results were reported out of the laboratory.

Manufacturer narrative:
A field service engineer (fse) went on-site a day after the event and noted that the sample line from the blood sampling valve (bsv) wire marker (wm11) to the differential mix chamber (mc1) was disconnected. Fse replaced the sample line which resolved the issue. The cause of the leak was the sample line from wm11. (B)(4).